Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was bumped and had crack on reservoir compartment and piece of the insulin pump was came off. The customer¿s blood glucose level was 289 mg/dl and customer declined troubleshooting for high blood glucose. The customer also reported that the due to damage reservoir was not completely able to lock in the place when inserted in the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o - ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Unable to perform displacement test, occlusion test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube retainer.